Event description:
Patient with stage 2b squamous cell carcinoma of the cervix undergoing radiation therapy utilizing the smitt sleeve procedure. This requires that a foley catheter be placed with a small amount of conray in the balloon. The patient then goes to recovery and after a period of time the foley is removed and the patient is discharge. On (B)(6) the foley balloon could not be deflated. Several attempts were made and the patient had to go to the emergency room and have a urologist remove the foley. Urologist note: using a super stiff 0.035 amplatz wire, this back end of the wire was inserted into the balloon port lumen. Resistance was met at ~ 2 cm proximal to the transection. The wire was pushed through this and could be palpated within the catheter. The wire was then removed, the balloon port lumen drained the water and the foley was removed without difficulty fully intact. No additional intervention is required. This was due to a faulty catheter.